Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading was outside the upper limit of their glucose meter and only read ¿high¿. The customer treated their high blood glucose with manual insulin injection. The customer declined to troubleshoot for the high blood glucose incident. The customer was using the sensor, but it is unknown if auto mode was active at the time of the incident. The customer found their insulin basal rates were incorrect and corrected them. No harm requiring medical intervention was reported. The pump will not be returned for analysis.